Event description:
The customer reported that the stenoscop system would not turn on and there was arcing from plug. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The plug was repaired during the service call.